Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient didn¿t think the device was working properly and they had some return of symptoms of bowel incontinence since (B)(6) 2018. The patient reported they couldn¿t go to the bathroom, it was ¿like they were impacted¿. The patient stated they were screaming in pain, thought they were going to pass out, they couldn¿t go and then had constant diarrhea at the same time. The patient stated it lasted for 2 days, they had ¿tiny hard balls¿ and was breaking into complete sweat. Even when they laid down they were having a pressure feeling, and when they were going to the bathroom it felt like their colon was flipping inside out. The caller stated that when they increase the stimulation the patient was not feeling the pulsation, they increased it ¿real high to 2.9v¿ and felt nothing. Syncing with the programmer showed stimulation was on at 2.6v on program 2. The caller increased on program 2 until they felt it in the left leg, they decreased back down to 2.6v where they had it. It was noted that they were testing by increasing until it was felt to make sure it was working. The patient was redirected to their healthcare provider to address the return of symptoms. No further complications were reported.